Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the device following conditions, and could duplicate the user¿s report. The device was run for a long time. The video connector of the device was heated. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The root cause has not been conclusively determined. Based on evaluation, omsc surmised that the reported phenomenon was occurred the electronic components of the video circuit board was broken by aging degradation, overcurrent or static electricity.

Event description:
During a procedure using the ltf-s190-10 and the otv-s190, the screen on the monitor intermittently went blank and it continued approximately one minute. The user restarted the otv-s190 and the problem was solved. The user completed the procedure by using the ltf-s190-10 and the otv-s190. Other detailed information was not provided. There was no report of patient injury associated with the event. This is a report for ltf-s190-10.